Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during prime. The customer also reported that the insulin pump was exposed to a strong magnetic field. The customer was advised that the insulin pump would need to be replaced. The customer advised that he would just like some supplies delivered and believes that the motor error alarm during prime was simply a coincidence. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.